Event description:
Ge ivent had an error code 716 - fan malfunction. Pt was required to be sent in for repair. Pt was required to be transferred to a back up ventilator and primary ventilator was pulled out of service. While pt was on ventilator, started making a grinding noise with error code 716. Pt was transferred to another ventilator. Vent was sent in for repair on (B)(6) 2015 and has not returned after 3 months at the ge repair center, and out of service for our pts.